Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed due to the part/lot information could be: catalog number - 15-105000, lot number - 171380, expiration date - jun 30, 2011, manufacture date ¿ jun 25, 2001. Or the part/lot information could be: catalog number - 15-105000, lot number - 719390, expiration date - may 28, 2010, manufacture date ¿ may 30, 2000. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00189 / 00190).

Event description:
It was reported that patient underwent bilateral hip arthroplasty on (B)(6) 2001. Subsequently, patient underwent a right revision on (B)(6) 2016 due to wear and metal debris. The modular head, liner, and acetabular shell were removed and replaced. No further information has been provided.